Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s wife reported the patient woke at 2:00 am on (B)(6) 2019 because he was vomiting and did not feel well. The patient was taken to the emergency department (ed) and his blood glucose (bg) per the ed was over 500 mg/dl. He was admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka), treated, and discharged from the hospital four days later. The patient¿s wife stated the continuous glucose monitory (cgm) had not alerted for a high and that they had not checked the cgm value prior to going the hospital. They were uncertain if the cgm was working the time of the event. The cgm was removed and his insulin pump was turned off while he was in the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. The transmitter had no voltage, no share log data and no other indication of a problem found. The allegation and probable cause was undetermined.